Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor is fractured below the eyelet. The eyelet was not returned. The lower threads were returned in the device. Image attached. The distal plug, and proximal anchor were returned on the device with no visible defect. The insertion device has no visible defect. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopic procedure, the healicoil anchor was pulled out after deployment. The surgery was completed using an equivalent s+n back-up device in the original bone hole after a surgical delay of less than 30 minutes. No further complications were reported.